Manufacturer narrative:
(B)(4). Batch # m53p05. The analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch unk intra-operative photos received. Based on the photo evidence, the event description can be confirmed. The inner two rows of staples on the side of the damaged cartridge were not delivered into the tissue. Unfortunately, the photos do not show what may have caused the issue. Based on the photo evidence of the subject ecr60d cartridge, the event description can be confirmed. Hands on device analysis may provide the details necessary to determine the cause of the complication.

Event description:
It was reported that during a gastrectomy procedure, the device has cut without stapling (6 cm at the middle part of the alimentary canal). When the surgeon opened the jaws of the device, the staples lines were not formed and the cartridge was damaged. Unknown how case was completed. There were no adverse consequences for the patient.